Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that consistent low flow alarms were occurring. The submitted log file was reviewed by the manufacturer¿s technical services representative and 239 low flow hazard alarms over an approximate 5 hour period were observed. The estimated flow appeared at times to be below the alarm threshold of 2.5 lpm. The low flow events appeared to be physiological in nature and not equipment related. There were no other unusual events noted within the event history and the pump continued to maintain pump parameters as intended. On (B)(6) 2017, it was reported that the patient¿s pump was exchanged that day. There were no issues with the outflow graft kinking. Some obstruction by the inlet stator of the pump body was observed. The new pump was started and the patient's flows improved to 4-5 lpm.

Manufacturer narrative:
Correction changed yes to no, not returning. Analysis of the submitted system controller log files confirmed frequent low flow hazard alarms; however, a direct correlation between the left ventricular assist system (lvas) and the suspected thrombus could not conclusively be established through this evaluation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.